Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique where the patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, once daily) intraperitoneally (ip) for peritonitis. The patient recovered from the peritonitis event. The dianeal and extraneal therapies were ongoing. No additional information is available.